Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day of the implant procedure, the right atrial (ra) lead exhibited high, unstable thresholds and p-wave undersensing. It was further reported that the lead had non-capture and had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.